Manufacturer narrative:
This device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device's pacer issue is undefined with an unknown pacer problem. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.